Event description:
The tip of the self-retaining screwdriver for expansionhead screws broke off in an expansionhead screw, and locking screw was placed over it. It did not cause any adverse effect to patient.

Manufacturer narrative:
H3, h6: no investigation could be performed, no conclusion could be drawn as no device was returned.